Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a sensing and pacing malfunction, due to a conductor fracture of the patient cable. The patient was not pacer dependent, so there was no health hazard, and no patient complications were reported as a result of this event.